Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 fluid syringe was pressed to clear the visual field on the lens, no water would come out, the flush was easier than normal to press the water in but nothing was coming out the distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25147788, 25147746, 25147663; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 fluid syringe was pressed to clear the visual field on the lens, no water would come out, the flush was easier than normal to press the water in but nothing was coming out the distal end. A replacement device was used to complete the procedure. The hospital did not report any patient effects.